Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The replaced universal power distributor (upd) was analyzed, and the complaint was not confirmed by failure analysis. This upd was tested on the printed circuit assembly (pca) system, programmed and the system started at normal mode with no errors and failure messages. The technician verified all axes with no errors or failures. The unit passed 10x power cycles. The assembly remained on the system for 1 hour in normal mode, with no failure. The psc drive had no error message and no failure. Error 861 has a p1 value of 0x9 pointing to a 48v power supply.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive field service engineer (fse) went on site and replaced the universal power distributor (upd) board to resolve the issue. Isi has received the upd; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted colorectal surgical procedure, the patient side cart (psc) faulted repeatedly. The errors started out on arm 1 on the psc; however, the error moved to the next arm each time the fault was recovered. The psc was hard power cycled multiple times, without resolution. The site attempted to start the psc on battery power and wall power, but the same 861, 23211, and 23202 errors occurred. No collisions or impacts were noted. The system was operating normally when the issue presented. The customer had a second psc available. After exhausting the troubleshooting options available, the staff switched to a second psc and resumed the procedure. There were no reports of patient injury.